Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report had a hysterectomy. The subject of this report is a 21-year-old woman, race reported as black, first pregnancy with no significant medical history reported. On (B)(6) 2021, she presented in spontaneous labor at 38.9 weeks. On admission, her height was noted as 149.8 cm, weight 81.2 kg, bmi 36.19, and hemoglobin (hgb) 10.4 g/dl. Her hgb at discharge was noted at 8.5 g/dl. On (B)(6) 2021, she had an augmented cesarean section and received oxytocin for augmentation and after delivery for 5 hours. She received epidural and spinal anesthesia for delivery of an infant that weighed 3170 g. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that it was "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to initial jada insertion, this subject received seven units of red blood cells, txa (1 dose) and methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as 1750 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 44 minutes after delivery of the placenta. The total in-dwelling time for jada was 30 minutes and the total amount of blood collected in the canister during jada treatment was documented as unknown. The patient received txa (1 dose), three units of fresh frozen plasma after jada treatment was initiated. The patient was treated hysterectomy after the initial jada treatment was initiated. The total blood loss for this case was 5000 ml. The patient received intrapartum antibiotics for pre-operative cesarean delivery and clinical chorioamnionitis and postpartum antibiotics (ampicillin, clindamycin) for clinical chorioamnionitis. A note on the ruby crf stated, "patient was a nonurgent, non emergent cd for arrest of active phase and iai. The jada was placed in the usual fashion and initially the uterus felt firm; however, soon become atonic again with marked expression of blood clot expression around the jada. There was also some concern the uterus was deviated more to the left with abdominal distention. Decision was made to proceed with exploratory laparotomy to assess for intra-abdominal bleeding and surgical management of uterine atony." To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". This site did not retain the jada device in this case and did not record a lot number for this device. A good faith effort has been made to obtain this information.

Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating treatment (hysterectomy) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.